Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was failed temperature cable. Cable was replaced and no further issues. Cable was disposed of. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the nurses were having issues with the patient temperature reading accurately. Biomed believed the temperature cable was bad. Biomed stated that this was on a demo device, provided s/n (B)(6). Per follow up information received via mail on 29nov2024, spoke with nurse who confirmed no patient involved. This was a demo device and could not be used on live patients. Cable was replaced and no further issues. Cable was disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available.

Event description:
It was reported that the biomed stated that the nurses were having issues with the patient temperature reading accurately. Biomed believed the temperature cable was bad. Biomed stated that this was on a demo device, provided s/n (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the nurses were having issues with the patient temperature reading accurately. Biomed believed the temperature cable was bad. Biomed stated that this was on a demo device, provided s/n (B)(6) . Per follow up information received via mail on 29nov2024, spoke with nurse who confirmed no patient involved. This was a demo device and could not be used on live patients. Cable was replaced and no further issues. Cable was disposed of.